Event description:
The reporter indicated that the surgeon implanted a 13.2m vticmo 13.2, -15.50/1.5/113 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was replaced with a longer shorter lens due to excessive vault on (B)(6) 2022. This resolved the problem.

Manufacturer narrative:
Patient weight, ethnicity and race: unk. Claim# (B)(4).